Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3: analysis of the recharger (serial# (B)(6)) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Call summary: information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was fbss leg/back and spinal pain indications. It was reported that the patient stated about every week or so, they have to reset the controller to charge the implant. The patient stated the controller would power off and the controller screen would go blank and unresponsive. The patient confirmed the issue only occurred when the recharger was plugged into the controller. The patient inspected the controller port, battery compartment, and recharger but did not notice any visible damage. The issue was not resolved. The patient stated they have been having this issue for the last 3 months. The patient stated they are having to reset the controller every 8-10 days. A replacement recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.